Event description:
It was reported that the patient underwent lead and generator replacement surgery. The surgeon noted he experienced difficulty explanting the electrodes due to scar tissue however the nerve's condition appeared good. Following the surgery the lead was discarded and was not returned to the manufacturer. However the explanted generator was received and is pending analysis.

Event description:
Product analysis was completed on the explanted generator. Visual analysis showed that device had scratches on the can and header. These markings are consistent with the manipulation that occurs during the explant procedure. Upon interrogation it was noted that the battery end of service flag was not set and during testing the generator performed to functional specification.

Event description:
It was reported that high lead impedance was observed with the patient's device as a result of normal mode and system diagnostic tests.the device was disabled and the patient was referred for surgery. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.